Event description:
It was reported that following a cryoablation procedure, the patient experienced paroxysmal episodes of atrial fibrillation with a reported burden ranging from 25-70%, increased dyspnea on exertion particularly with stair climbing and lightheadedness with stair cl imbing. Electrocardiogram testing was performed that  resulted in a clinically significant diagnosis of atypical atrial flutter, and an electrophysiology study was performed that identified cavotricuspid isthmus (cti) line inducible typical atrial flutter. A repeat ablation was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.